Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to undergo incoming functionality testing) has been confirmed. Upon investigation the monitor failed incoming functionality testing. The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q12 and q16 on the defibrillator pca. The root cause for the shorted igtbs could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it was unable to undergo incoming functionality testing.